Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the cable drew no power from the power supply and there was no light at the sensor. Manipulation and bending of the cable did not change the performance. X-ray investigation revealed broken wires in the ch cable near the connector bend relief causing the device to not function, or to function intermittently. A service history record review reveals these products were in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported the cable is received intermittent spo2 signal. There is no report of any patient consequence or impact as a result of the issue.